Event description:
Reporter stated that customer received the following results on the aviva system within 2 minutes: 1. 282 mg/dl and 90 mg/dl 2. 309 mg/dl and 110 mg/dl sets of comparisons were performed on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).